Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their defendo single use suction valve began to leak water. The procedure was completed successfully using a different device. No report of injury.